Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the programmer's printer stopped functioning. It was found during incoming functional tests that the printer was functioning normally with no issues noted. The printer connector was reseated preventatively. It was determined on analysis that the programmer tested out of specification as it was identified that the stylus was not functional due to a loose tip. It was also determined that the overlay bezel was cracked, and the upper display hinges were loose. All found defective parts were replaced and all other identified issues were resolved. The programmer hardware was reconfigured, software reloaded and updated. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's printer stopped functioning. The programmer was returned for evaluation and subsequently tested out of specification during manufacturers evaluation. No patient complications have been reported as a result of this event.